Manufacturer narrative:
Additional information was received and confirmed date of events while on impella support. The onset of the initial event (bleeding) occurred on (B)(6) 2025 (initially reported). Subsequently, while the patient remained on impella support, a second event (placement signal issue) occurred on (B)(6) 2026, consistent with the updated event date provided in the additional information. Accordingly, (B)(6) 2025 as the earliest date was captured as the b3 date of event for the reporting.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. Upon entering the intensive care unit, the patient was being taken to the operating room. The patient had abdominal bleeding. After more than 40 days of support, problems with the optical sensor occurred and during explant, rupture of the subclavian artery was noted. The device was removed due to the failure and the artery was surgically repaired. A vascular graft was used. The procedure outcome was successful with another device. The patient's outcome is stable.

Manufacturer narrative:
A 43-year-old female patient with acute decompensated chronic cardiomyopathy and cardiogenic shock developed an out-of-hospital cardiac arrest with electrical storm and received cardiopulmonary resuscitation. Emergency extracorporeal membrane oxygenation, inotropes/vasopressors, respiratory support, and an impella 5.5 device (for unloading) were initiated. A complaint was filed regarding ¿problems¿ with the optical sensor after more than 40 days. Additionally, rupture of the subclavian artery occurred during explantation of the impella pump. Another complaint was filed related to a major abdominal bleed requiring surgical intervention. H6. Health effect - impact code f1905 no longer applies.

Manufacturer narrative:
Investigation summary: the pump was not returned for investigation. Data logs were not produced and could not be retrieved from the remote server. Clinical symptoms (major bleed): the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details. Patient device interaction problem (vascular dissection): the cause of the vascular damage issue was not determined without returned product investigation and sufficient clinical details.